Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of pain is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain, inflation issues and difficulty cycling the inflatable penile prosthesis (ipp). A revision surgery was performed in which the pump was removed. Inspection of the explanted component did not identify pump dimpling, air or holes in the device. There were no further patient complications reported.